Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service for annual preventative maintenance, an emergent issue regarding the touchscreen was discovered. The touchscreen was unable to be calibrated. As the device was removed from service at the time of the event, there was no patient involvement.